Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead had dislodged post initial implant procedure and exhibited no capture. The lead was explanted and replaced. The patient was stable prior, during and post procedure.